Event description:
A malfunction was reported, identified by the code "malf 0." The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump and assisted the customer with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being informed to call back if the issue reappears. The customer acknowledged the guidance received.